Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0127 numbness.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient was working when she suddenly felt numbness. She checked her bg, and it was reading 30 mg/dl while her cgm was reading low. The patient reportedly was not alerted that her sugar was low. The patient did not have an opportunity to address the hypoglycemia and became unresponsive. A bystander helped her and she was admitted to the hospital. She was given 2 glucose injections, peanut butter and juice for reversal of hypoglycemia. The patient was admitted friday (B)(6) and was discharged sunday (B)(6) 2024. At the time of the report, the patient was feeling better. Performance data was reviewed. The allegation was confirmed due to the finding of no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.